Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b3, e1.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and chest pain. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and chest pain. The device has been explanted and replaced.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.